Event description:
While attempting to deliver nitric oxide (no) via the or vent circuit at 80 parts per million (ppm), the inovent alarmed for low no delivery. I assured that the setting was correct (set at 80ppm) and tried changing tanks and regulators with similar results. After changing out the inovent the no delivery worked correctly and the patient received the appropriate amount of no. The faulty equipment was tagged and pulled from use to allow for investigation/repair as needed.ventilator was found to have a bad o2 monitoring block as well as a straining sample pump. This was reported to ikaria tech support and the device is being replaced.what was the original intended procedure?delivery of nitrous oxide for anesthesia/surgery.